Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient in addition to referring them to their patient at-home guide for further details.

Event description:
A home patient contacted baxter's technical service center for assistance regarding check patient line alarm that appeared on the display of the patient's homechoice machine during the initial drain cycle of his automated peritoneal dialysis therapy. Reportedly, the home patient had left the clamp on the patient line of the homechoice set closed during the prime cycle. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incident per the home patient.